Event description:
It was reported that the pt had received a tm-ardis as tlif implanted, and 6 weeks after the surgery, it was discovered there was a retrograde shift of the implant in the direction of the spinal canal. It was also noted for this case, that the pt may have been revised due to irritation; however, it was not confirmed as yet.

Manufacturer narrative:
Investigation is still in progress.